Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the brake pedal pushed against the plastic shroud which did not allow the brake pedal to engage completely. The technician adjusted the brake pedal to repair the bed.